Manufacturer narrative:
N/a.

Event description:
The following has been reported: the pump can't be used because of the continuous alarm air alarm is triggered. No impact for the patient and user. Device was not in use on the patient. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.